Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient obtained elevated blood glucose readings ¿in the 300¿s mg/dl¿. On (B)(6) 2013 the patient obtained the blood glucose reading of 500 mg/dl and he experienced the symptoms of inability to speak, inability to straighten his legs, extreme thirst, frequent urination, irritability, slurred speech, fatigue and tested positive for large amounts of ketones. Emergency services were contacted and the patient was admitted to the hospital and treated intravenously with insulin. The patient denied any issues with the infusion set or infusion site. Troubleshooting revealed all pump settings, programming and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump and was hospitalized and treated with insulin, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.